Event description:
Hcp reported the pump became disconnected from the catheter. The pump was replaced and the proximal end of the catheter revised in 2004. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional info is available.